Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated belly / general constant bloating"), food intolerance ("can't eat wheat anymore"), dermatitis allergic ("sugar makes her break out"), menstruation delayed ("not looking forward to getting my period in a few days"), abdominal pain upper ("stomach pain"), rash papular ("red lumps along my jaw and chin"), hyperaesthesia teeth ("teeth sensitivity") and acne ("acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, food intolerance, dermatitis allergic, menstruation delayed, abdominal pain upper, rash papular, hyperaesthesia teeth and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, dermatitis allergic, food intolerance, hyperaesthesia teeth, menstruation delayed, pelvic pain and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, gluten sensitivity, food allergy and menstruation delayed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I've had mine out now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated belly / general constant bloating"), food intolerance ("can't eat wheat anymore"), dermatitis allergic ("sugar makes her break out"), menstruation delayed ("not looking forward to getting my period in a few days"), abdominal pain upper (" stomach pain") and rash papular ("red lumps along my jaw and chin"). At the time of the report, the medical device removal, abdominal distension, food intolerance, dermatitis allergic, menstruation delayed, abdominal pain upper and rash papular outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dermatitis allergic, food intolerance, medical device removal, menstruation delayed and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, gluten sensitivity, food allergy and menstruation delayed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: red lumps along my jaw and chin and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated belly / general constant bloating"), food intolerance ("can't eat wheat anymore"), dermatitis allergic ("sugar makes her break out"), menstruation delayed ("not looking forward to getting my period in a few days"), abdominal pain upper ("stomach pain"), rash papular ("red lumps along my jaw and chin"), hyperaesthesia teeth ("teeth sensitivity") and acne ("acne"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal distension, food intolerance, dermatitis allergic, menstruation delayed, abdominal pain upper, rash papular, hyperaesthesia teeth and acne outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, acne, dermatitis allergic, food intolerance, hyperaesthesia teeth, menstruation delayed, pelvic pain and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, gluten sensitivity, food allergy and menstruation delayed. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events: acne, pain and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I've had mine out now') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated belly / general constant bloating"), food intolerance ("can't eat wheat anymore"), dermatitis allergic ("sugar makes her break out"), menstruation delayed ("not looking forward to getting my period in a few days"), abdominal pain upper ("stomach pain"), rash papular ("red lumps along my jaw and chin") and hyperaesthesia teeth ("teeth sensitivity"). At the time of the report, the medical device removal, abdominal distension, food intolerance, dermatitis allergic, menstruation delayed, abdominal pain upper, rash papular and hyperaesthesia teeth outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dermatitis allergic, food intolerance, hyperaesthesia teeth, medical device removal, menstruation delayed and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, gluten sensitivity, food allergy and menstruation delayed. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Event" hyperaesthesia teeth ¿ was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I've had mine out now ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated belly / general constant bloating"), food intolerance ("can't eat wheat anymore"), dermatitis allergic ("sugar makes her break out"), menstruation delayed ("not looking forward to getting my period in a few days") and abdominal pain upper (" stomach pain"). At the time of the report, the medical device removal, abdominal distension, food intolerance, dermatitis allergic, menstruation delayed and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dermatitis allergic, food intolerance, medical device removal and menstruation delayed to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, gluten sensitivity, food allergy and menstruation delayed. Most recent follow-up information incorporated above includes: on 10-jan-2020: social media received. Event I've had mine out now but I often woke up with stomach pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.